Event description:
Bridle was in process of being placed when patient started coughing. Both guide ends of magnet guides had been fully advanced, but no 'click' had been felt prior to patient's coughing and spitting fit. After patient relaxed, the blue port was 3/4 of the way out of patient's nose and orange end of guidewire was not noted. After completely removing the blue guide and inspecting patient's nare, rn realized that the wire was still inside of patient's nose. Wire was secured so it would not fall back into patient's throat. Ng tube was removed to see if wire would come free, md was notified and ent was paged for removal of guide wire with scope.what was the original intended procedure?tube feeding.device #1is this a laboratory device or laboratory test?no.